Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01448. Reporter occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, migration, tilt, depression, anxiety, mental anguish, stress. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression, anxiety, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolism (pe) and anemia. Patient is alleging migration (left renal vein), tilt, vena cava perforation, and organ (mesenteric) perforation. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" as well as depression. (B)(6) 2014, report from CT (computed tomography): "there is a retrievable inferior vena cava filter noted in the infrarenal inferior vena cava with no change in a few of the inferior struts extending into the retroperitoneum. There is no surrounding inflammation or retroperitoneal hematoma." Report from CT: "an ivc filter is in place. It is tilted to the left. This is approximately 27 degrees off the midline. The proximal aspect of the filter extends into the origin of the left renal vein. The left renal vein is more superior than the right. The top of the right renal vein is at the level of the bottom of the left renal vein. I do not see evidence for a break or bend of the ivc filter. I do not see evidence for stenosis of the inferior vena cava. He inferior posterior right sided strut appears to extend beyond the margin of the wall of the ivc. There is a clear fat place at the wall of the ivc. The left anterior inferior strut also probably extends beyond the wall of the ivc."